Manufacturer narrative:
Explant was reported due to regurgitation. The investigation confirmed that leaflets 1 and 3 were torn. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear sites. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2012, a double valve replacement was performed and a 21mm epic supra valve w/flexfit was implanted in an aortic position and a 27mm epic supra valve w/flexfit was implanted in the mitral position. A about the year ago the patient was experiencing heart failure symptoms. On (B)(6) 2021, the 21mm epic supra valve w/flexfit was explanted due to aortic regurgitation. A pericardiocentesis (tap) was also performed during the explant procedure which was a scheduled procedure and is not related to aortic valve. A new 21mm non-abbott device was implanted. Upon explant, a tear was confirmed. There were no visual calcification or pannus adhesion. The 27mm epic supra valve w/flexfit mitral valve remains implanted without any issues. The patient has a history of hypertension. The patient was reported to be in stable condition.